Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 11th september 2008 and performed weekly self-tests up to the 4th january 2009. The device records multiple occasions in which the temperature recorded was below the recommended minimum standby temperature. The device failed multiple self-tests due to a low battery between january 2009 and january 2010, the device remained in fault mode until october 2013 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Multiple manual power ups some of ten minutes duration where observed between the (B)(4) 2014 and the last log entry on (B)(4) 2014. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.